Event description:
It was reported that, after a tha had been performed on (B)(6) 2022, the oxinium femoral head 12/14 22 mm +4 dissociated from the r3 constrained liner 58mm. This event was addressed via revision surgery to exchange for competitor devices. Patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the device did not reveal any of the stated failure modes. According to subject matter expert evaluation, measurements indicate that the femoral head is within specification. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded such: "as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. It is noted the event was addressed via revision surgery to exchange for competitor devices. The patient impact beyond the reported revision cannot be determined with the information provided." A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Some potential probable causes for this event could include a fit/ sizing issue or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.